Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA (B)(4). The root cause identified for CAPA (B)(4), it was difficult to assure the positioning of the catheter due to vision was difficult. Received five photos for evaluation. The first one shows a top view of a 3-way all silicone catheter and syringe. The second photo shows the catheter's deflated balloon and tip. The third photo shows the catheter's cap with the lot number printed on it nghw3682. The last two photos show the tray's label (lot myjr1984) and a note in native language. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted to inflate balloon with 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) using the returned syringe, however the solution leaked through the eyelets indicating lumen to lumen leak. The returned sample does not meet specification which states: catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The DHR review and labeling review are not required as CAPA (B)(4) is applicable for this product lot number. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was injected into foley catheter during the pre-test, it leaked from the tip of the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when sterile water was injected into foley catheter during the pre-test, it leaked from the tip of the balloon.